Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, , evidence of contact with metal in or out of the operative field. It is likely that the blade detached from the instrument during transit to the analysis site. The reported issue was for an error code 5. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, an error 5 occurred during use. Although the device was re-assembled several times, the event continued. The blade did not break during use. Another device was used to complete the case. There were no adverse consequences to the patient.